Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "belated seroma".

Event description:
Healthcare professional reported "the patient underwent surgery for breast replacement following the appearance of a late-onset seroma" and diagnosis of lymphoma. Extracted liquid and the peri prosthetic capsule underwent a cytological and histological test on an unknown date, both of them positive for "big cells lymphoma". Side was not specified; device has been removed.